Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could see in the alarm log where the machine shut down with the fault codes 111 and 112. The fse found that all measurements and calibrations were within specifications, and could not duplicate the fault. After pumping on a test balloon for an extended period, the fse then decided to reload the software; at which point the iabp unit froze to a blue screen, and the machine would no longer boot up. The fse tried loading software multiple times, and it would not get past the blue screen. He also tried to load it along with a new executive processor board, and that would not work either. Only after replacing the video generator board, the machine was able to boot up. The fse then performed calibrations, functional and safety tests. The iabp unit pumped multiple hours and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave rescue intra-aortic balloon pump (iabp) had a black screen/pressure transducer. The customer subsequently reported that they were having issues with the iabp while preparing for patient use. They could not get an arterial signal, the screen froze and no buttons could be pushed. The iabp eventually went blank. No death or injury was reported.